Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of an unknown age, gender, and ethnicity. The patient was taking an unspecified medication via humapen ergo ii device for the treatment of an unknown indication. On (B)(6) 2021, the humapen ergo ii dose knob could not be rotated, was locked (product complaint (B)(4)/lot number 1812d01). The device could not be primed by phone, the hotline agent advised replacement of the device. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model and reported device was approximately eight months. The humapen ergo ii device associated with product complaint (B)(4) was returned to the manufacturer on 12jan2021. Update 02mar2021: additional information was received from the global product complaint database on 01mar2021 for the pc (B)(4). As a device specific safety summary was not provided at the time of this report, the malfunction and malfunction type was not updated to no. Update 16mar2021: additional information received on 15mar2021 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, and malfunction from yes/cirm to yes/not cirm. Added date of manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4), which was returned to manufacturer. Corresponding fields and narrative updated accordingly. Edit 16mar2021: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 16mar2021 in the b.5. Field. This is a downgrade report which no longer meets the criteria for expedited reporting. No further follow-up is planned. Evaluation summary: a patient reported the dose knob of their humapen ergo ii device could not be rotated and was locked. There was no reported adverse event. Initial assessment of the sample associated this complaint with the reportable malfunction of a missing abd clicker, which could lead to an under dose. Investigation of the returned device (batch 1812d01, manufactured december 2018) by the manufacturing site found the abd clicker was present and intact; therefore, the reportable malfunction was not confirmed. In addition, the investigation found foreign material on multiple internal components of the device, causing high injection force and mechanical difficulties which prevented the device from functioning as designed. Malfunction confirmed. The foreign material contamination occurred in the field and was not related to the manufacturing process. The core instructions for use states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. There is evidence of improper use or storage. The foreign material contamination occurred while in the field (not related to the manufacturing process).

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a patient of an unknown age, gender, and ethnicity. The patient was taking an unspecified medication via humapen ergo ii device for the treatment of an unknown indication. On(B)(6) 2021, the humapen ergo ii dose knob could not be rotated, was locked (product complaint (B)(4) /lot number 1812d01). The device could not be primed by phone, the hotline agent advised replacement of the device. The patient operated the device. It was unknown if the patient was trained. The duration of use for the device model and reported device was approximately eight months. The device was returned on 12jan2021.